Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -14.5/+6.0/086 diopter, in the patient's left eye (os) on (B)(6) 2009. The lens was explanted on (B)(6) 2016 due to a refractive surprise. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
(B)(6). (B)(4). Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface specified as hair. Dimensional inspection found lens was within specification. (B)(4).